Manufacturer narrative:
Concomitant products: dtbb1q1 ICD, implanted: (B)(6) 2016; 4398 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise and high defibrillation impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the proximal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.